Event description:
The customer called to report that his insulin pump has given him an alarm several times, and wanted to know why this keeps happening. The customer also reported that he was hospitalized due to diabetic ketoacidosis, with blood glucose levels greater than 500 mg/dl, believes that the alarms had something to do with the event. The customer is no longer using the insulin pump that he was wearing at the time of the hospitalization. Advised the customer that his current insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.